Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was tested with a water fill reservoir; the units left at pump display matched properly unit left at test reservoir. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 454 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more one time in the last 30 days. Customer was able to prime without any issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.